Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be non-malignant pain and failed back surgery syndrome. It was reported that the patient ended up in the emergency room (ER) "about 4 years ago" when the doctor changed her medication in the pump from morphine to dilaudid. She stated the "doctor forgot to turn the pump back on" and the patient went into "detox." The patient stated "it was hell." It was noted the symptoms came on suddenly. The issue was resolved at the time. No further complications were reported.